Event description:
It was reported, "we were doing a gamma nail and the targeting device missed the nail. Once we finished, the case the resident noticed the targeting arm had a crack in it."

Manufacturer narrative:
Once the investigation has been completed, any add'l info will be reported in a supplemental report.